Manufacturer narrative:
This report is submitted on june 3, 2022.

Event description:
Per the surgeon, the device was electively explanted secondary to pain on (B)(6) 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 30, 2022.